Event description:
It was reported that the patient has been experiencing an increase in seizures and is in need of a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.